Event description:
The event was observed prior to device implant.

Event description:
It was reported that the ICD was in back-up vvi mode. The ICD was explanted and replaced.

Manufacturer narrative:
Analysis confirmed the reset mode. The device was still in as-shipped settings. Automated testing found normal results.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.